Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device stopped aspirating. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure. They primed the catheter and proceeded to treat the patient with the device inside the body. After around 7-8 seconds, the device stopped. So, they brought the device out and it would not re-prepare. They tried to troubleshoot and went back into the patient. However, it still would not run properly. The device again ran for a few seconds and then quit. It was noted the device was bloody from being introduced into the patient. The procedure was successfully completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a spiroflex thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. There were no other signs of the catheter having any damage to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the device stopped aspirating. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure. They primed the catheter and proceeded to treat the patient with the device inside the body. After around 7-8 seconds, the device stopped. So, they brought the device out and it would not re-prepare. They tried to troubleshoot and went back into the patient. However, it still would not run properly. The device again ran for a few seconds and then quit. It was noted the device was bloody from being introduced into the patient. The procedure was successfully completed with another of the same device.